Event description:
Related manufacturer report number: 2017865-2023-94589. During an in-clinic follow-up, episodes of noise that led to oversensing was detected on the right ventricular (rv) channel. The device was reprogrammed to resolve the event. The patient was stable.